Event description:
Caller alleging discrepant low tnl = <0.05 compared to bcis = 0.33. Patient came went to emergency room with chest pain complaint. Tested on triage meter edta wb draw <0.05 device at room temp when tested. Kitted pipette used - full draw heparin tube sample drawn at same time as triage draw. Sample tested on bcis tni=0.33 original sample was refrigerated as wb in edta tube and retested 18 hours later on same cardiac lot tni=0.06. Original sample was brought to room temp when tested. Caller did not perform draw/test. Caller believes samples may have been mixed up in ed, however customer unable to determine if sample was mixed. Patient was admitted to the hospital - no additional information or diagnosis available. Customer's original question was stability of testing edta sample at 18 hours after draw. No serial enzymes were drawn. Although requested, no additional information or patient update is available. Bcis cutoff for tnl is 0.06

Manufacturer narrative:
Investigation conclusion. Investigation pending.